Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen kept going blank when she tried to bolus. Her blood glucose level was 484 mg/dl. The customer also had ketones. She was disconnected from the insulin pump for over an hour. She treated her high blood glucose level with a manual injection. The device was not returned.